Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston was lose and customer also states that they were able to move it around in the reservoir compartment with her finger. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No loose motor slide or rattling noise noted during testing.